Event description:
The device did not provide adequate tidal volume to the pt during ambulance transport. Manual ventilation was necessary to support the pt during transport. No pt injury or adverse event was reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.